Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the radical-7 did not turn on using battery. Due to the defective pogo pin on the interface connector, the battery cannot be charged in this unit. When the device turned on, the screen is completely white and the device reboots itself continually. Corrosion/contamination on c123 on the system board and broken pogo pins possibly due to contamination/corrosion cause the device to reboot and not be able to charge the battery. The lcd and ui board were found to be defective. The ui board and lcd were replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was an lcd display failure. There are lines and white spots on lcd. There was no known impact or consequence to patient.